Manufacturer narrative:
Correction: manufacturer aware date has been updated to july 22nd, 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08825. It was reported that, during an ipg replacement procedure on (B)(6) 2019, the impedance check showed that impedances were greater than 3000 ohms. Issue persisted with replacement ipg. As a result, the extensions were explanted and replaced on (B)(6) 2019, resolving the issue.